Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) battery had depleted prematurely. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.